Event description:
An endurant ii stent graft system was implanted in the patient for the endovascular treatment of a 67 mm abdominal aortic aneurysm. The proximal neck measured approximately 24 mm x 23 mm in diameter. During the index procedure, the endurant bifurcate had been deployed. However, it was reported that the delivery system could not be advanced 3 cm proximally for removal of the delivery system. The stent stop could not be advanced through the heavily stenosed common iliac artery and the spindle could not be advanced proximal to the supra renal stent. The physician elected to rotate the back end wheel but the supra renal stent was caught on the delivery system and could not be removed after several attempts. The back end wheel of the delivery system was rotated again and the suprarenal stent was released from the tip capture. The delivery system was then able to be advanced proximally with some force and the delivery system was removed. However, the suprarenal stent apices became entangled during forcible removal attempt of the delivery system. It was decided to leave the stents entangled and finish the procedure. Per the physician, the cause of the event was due to severe calcification and stenosis of the common iliac artery. No clinical sequelae were reported and the patient is doing fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.